Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high shock impedance measurements greater than 125 ohms during implant. The device was attempted, but not implanted. Another device was successfully implanted. No adverse patient effects were reported. The product is not expected to be returned.